Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for superior vena cava (svc) coil out of range (oor) impedance. It was noted that the lead was set at an upper limit of one hundred and twenty ohms, while the lead went up to one hundred and twenty six. The lead is currently at sixty three ohms. The lead is still in use. No patient complications have been reported as a result of this event.